Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thorascopic lobectomy when the bronchi were detached, and the gun slipped and crackled and could not be fired. A new stapler was replaced and the operation went smoothly. No patient harm.